Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The most recent battery measurement was 2.5594 volts on (B)(6) 2015. Recommended replacement time (rrt) had not been triggered. The battery was at 3.043 volts on (B)(6) 2015. Shocks were delivered on (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks due to noise. It was further reported that the device battery was depleted and was at elective replacement indicator (eri) earlier than expected due to the delivery of the shocks. The device was explanted and replaced and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6949-65, lead, implanted: (B)(6) 2005; product ID: 5076-52, lead, implanted: (B)(6) 2005. (B)(4).